Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a clipping procedure performed on an unknown date. During the procedure, the clip was able to grasp/close and lock onto tissue and was unable to release from the catheter initially but was eventually able to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.